Manufacturer narrative:
Very little information was provided in the MDR, sh reached out to the FDA for more colour but no additional info could be provided. After some analysis securitas healthcare can say that if the pad melting is caused by a sustained over current event, the m210 unit would likely be destroyed in the process. The pull-up resistance network inside of the m210 would absorb the vast majority of the energy and catastrophically fail. Since this was not reported,sh is skeptical of this failure stemming from a connection with the m210. (Sh also doesn't believe that the melting could result from brief spike in current. For plastic to melt, sustained power needs to be applied to the material.) If the failure is electrical in nature, then a possible alternative is that the pad was accidentally connected to another device. Sh is not sure what device would cause this since this type of cable is not often used for power delivery. Since there are no additional details with this complaint, there is no way to know if this actually occurred. Please also note that if this case is filed late, it is due to connectivity with esg nextgen. Securitas has reached out to the MDR helpdesk for assistance, and will file this case asap.

Event description:
The disposable bed sensor pad for stanley alarm melted through plastic and adhered to waffle mattress. There was no harm to the patient. The electrical outlets were examined and there were no issues identified. The vendor was contacted.